Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient contacted the rep to report they were still feeling the shocking sensation up their back. The rep reviewed that impedances had been measured and it was found that electrode 4 was over 10,000 ohms. All programs were adjusted to avoid using electrode 4. It was reviewed with the rep additional troubleshooting that could be considered. The rep stated they would follow up with the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that no further steps were taken to resolve the patient¿s issues, as they did not want to turn stimulation back on, nor did they want any new programs. No further information was known. No further complications were reported at this time.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndromed type I. It was reported that the patient periodically would feel an electric shock go up their spine and wrap around to their front. They stated, ¿that it felt like they lost their breath¿. They had a lot of tightness. There were no external factors reported that could be related to the issue. The rep did an impedance check on (B)(6) 2017 and all contacts but number four were normal. It was reported that the patient was meeting with the implanting doctor on (B)(6) 2017. The issue was not resolved at the time of the report. It was reported that the rep would obtain more information from the patient¿s healthcare provider on (B)(6) 2017. No surgical intervention has occurred at this time and it is unknown if any surgical intervention is planned, but the rep was following-up for more information. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.